Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed and appears to be related to the use of the device. One 3 fr powerpicc sv catheter was returned for investigation. The catheter extended up to the 20 cm depth marker. Use residue was observed throughout the sample. The distal end was observed to be occluded. A circumferential split was observed at the proximal end of the catheter extending from the hub. Microscopic observation of the split surface revealed it to be rough and uneven. The section where the catheter was still attached was observed to have material whitening and stretching. The complainant also provided the notes charts which stated the catheter was found to be out 5 cm upon during discovery of the leak. Based on the characteristics of the catheter damage and description of the reported event, the catheter damage was likely caused by material fatigue and excessive tensile forces; therefore, the complaint is confirmed to be related to the use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC was found to be fractured when flushing. No patient harm reported.